Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for one hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.